Event description:
Same case as MDR ID: 2134265-2015-04426 and 2134265-2015-04429. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending artery (lad). An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter and a sled to view the lesion. During a percutaneous coronary intervention (pci), it was noted that the imaging catheter could not be used normally as the motor drive unit 5 (mdu5) had a pullback failure. The physician gave up to use the intravascular ultrasound to diagnose. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis and received with a damage trigger boot. An overload error occurred causing the unit to shutdown when activated (drive shaft not spinning). The overload was caused by a broken urethane tubing within the driveshaft. Functional test was done and the unit does not meet specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04426 and 2134265-2015-04429. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending artery (lad). An ilab ultrasound imaging system was used in conjunction with an atlantis sr pro imaging catheter and a sled to view the lesion. During a percutaneous coronary intervention (pci), it was noted that the imaging catheter could not be used normally as the motor drive unit 5 (mdu5) had a pullback failure. The physician gave up to use the intravascular ultrasound to diagnose. There were no patient complications reported.